Event description:
During a prostate biopsy procedure, the max-core¿ disposable core biopsy instrument misfired while surgeon was using it. The surgeon was handed the instrument with both buttons primed for firing, as designed. When surgeon placed the instrument to collect the biopsy and "fired" it, only one button popped up instead of two, preventing the surgeon from collecting the tissue. Twice more, the surgeon removed and reprimed the instrument before firing with the same malfunction. A second instrument was opened and the surgeon was able to complete the procedure. The malfunctioning instrument was collected in a red bag and taken to the clinical coordinator desk. Manufacturing #: mc1825. Expiration: 02-28-2029. Lot#: relq4188.